Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was received with the shaft bent and the handles broken. In addition, the broken part of the handles that contain the batch number was not returned. Due to the condition of the device no functional testing could be performed. Therefore no conclusion could be reached as to what may have caused the event reported. In addition no conclusion could be reached as to how this damage had occurred; we have documented the circumstances as they were reported to us. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review. The batch record was reviewed for the batches included in this lot and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 03/04/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device that the doctor has been using have been presenting problems. According to surgeon the devices dropped clips, clips not fully compressed and slipped of vessel. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.